Event description:
He unable to connect on this dialysis treatment set at the first connector. The patient was able to connect at the second connector. There is no report of patient injury. A sample is available for evaluation.